Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pfa procedure the farawave 31 mm - us catheter was selected for use, farawave 31mm catheter was removed from packaging and prepped on back table. Tech found the top flush port difficult to flush. Port was examined by farapulse clinical rep and physician and determined to be faulty, the flushing port appeared to be cloudy (foreign material) the physician requested new farawave catheter and successfully completed the case with the replacement catheter. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter underwent visual inspection, functional testing, and flow testing. It was observed that there was potential adhesive in the flush tubing; however, it is not considered damage. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to the basket and flower shapes was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The analyzed catheter passed all tests performed and exhibited normal device characteristics. The reported clinical observations were not confirmed.

Event description:
It was reported that during preparation for a pfa procedure the farawave 31 mm - us catheter was selected for use, farawave 31mm catheter was removed from packaging and prepped on back table. Tech found the top flush port difficult to flush. Port was examined by farapulse clinical rep and physician and determined to be faulty, the flushing port appeared to be cloudy (foreign material) the physician requested new farawave catheter and successfully completed the case with the replacement catheter. The device is expected to be returned.